Manufacturer narrative:
Concomitant medical products: 305u221, valve; 690r28, heart ring implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that unnecessary atrial pacing occurred due to intermittent atrial waves falling in blanking period. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.